Event description:
The edwards lifesciences, llc latex-free swan ganz catheter was inserted through a 7 french venous sheath. After insertion, the balloon ruptured in the inferior vena cava when it was inflated. This happened with two different catheters. The box is labeled that the swan ganz's size is 7 french, but when you read booklet, it states the minimum introducer size should be 8.5 french.